Event description:
It was reported that a patient underwent an initial acdf procedure at c5-c6 and c6-c7 to treat radiculopathy and osteophyte formation. During a 6 week post-op follow up, the patient reported having "continuing neck pain after surgery" and was "taking excessive narcotic medication.¿ three months post-op, it was reported that the physician "started patient on physical therapy. Medications diazepam 10mg 1 tab/6hrs prn.¿ during the five month post-op evaluation, it was reported that the patient was having increased post-op pain and a CT scan showed no n-union. A surgical acdf revision was required at c5-c6 and c6-c7. According to the report, the revision surgery was required due to "non-union, c5-7 with loosened hardware.¿ no further patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Devices of multiple part/lot numbers were implanted during the procedure including: part: 876-814 (x4) / lot: unknown part: 976-140 / lot: unknown although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
The patient received the control treatment (bi-level fusion procedure with allograft [cortical ring] bone and the artificial cervical plate system of the 2-level study on (B)(6) 2006. Approximately 98 months postoperatively, the patient had collapse c4-c5 adjacent to fusion below at c5-c7. The patient had severe neck pain that radiated down the right arm and was unable to raise right arm up over 90 degrees on the right. Treatment included a cervical MRI and CT. The patient was to follow up after the MRI and CT. Approximately 125 months postoperatively, the patient was diagnosed with a c6-c7 pseudoarthrosis, per the operative report. The patient underwent a c4-c5 anterior cervical diskectomy and fusion (acdf), revision c6-c7 acdf, and c7-t1 acdf. Per the operative report, the c6-c7 level was examined during the surgery and determined to have a pseudoarthrosis by manipulation under the microscope which showed gross motion. The surgeon noted the c6-c7 interspace was burred out including the prior peek graft and a complete decompression at the level was performed, followed by interbody allograft insertion into the interspace.